Event description:
It was reported that 10 pen ndl 32ga 4mm was unable to deliver inuslin/medication. The following information was provided by the initial reporter: a patient visited the pharmacy (customer), complaining that insulin didn't come out due to a bent needle npe.

Manufacturer narrative:
Investigation summary: ten open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No:, cat. No: 320136. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on nine samples and a broken non patient end of cannula was observed on one sample. Due to the condition the samples were received no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 pen ndl 32ga 4mm was unable to deliver inuslin/medication. The following information was provided by the initial reporter: a patient visited the pharmacy (customer), complaining that insulin didn't come out due to a bent needle npe.